Event description:
An account coordinator contacted zoll customer support to report that while fitting a (B)(6) male pt, the charger/modem did not work. The pt was issued a replacement charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger sn (B)(4) has been completed. The reported problem (doesn't work) has been confirmed. Upon evaluation, there was no dc voltage output from the power supply unit. The root cause of the defective power supply connector cannot be positively identified. No adverse event resulted from the defective power supply. The pt was issued a replacement battery charger.